Event description:
It was reported that during preventative maintenance (pm) performed by a field service engineer (fse) that the doppler on the cardiosave intra-aortic balloon pump (iabp) does not retract. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during preventative maintenance (pm) performed by a field service engineer (fse) that the doppler on the cardiosave intra-aortic balloon pump (iabp) does not retract. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact information: contact person name and email: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm), he stated that it would not retract after being extended. He replaced the tether assembly and completed a full pm service. All tests passed to factory specifications. The unit was returned to the customer and cleared for clinical use.